Event description:
Incident reported as: the mask caught on fire during a neurological procedure involving a shunt placement. The adult male patient suffered burns to the face causing his facial hair to singe off. It was reported that a bovie electrosurgical unit and laser were also used during the procedure. Degree of burns not reported. Patient refused to be transferred to the burn unit. No further information available.

Manufacturer narrative:
Device sample not available for evaluation. Investigation results not available at the time of this report. A follow up investigation report will be sent as soon as is available.